Event description:
It was reported that catheter removal difficulty, stent damage and stent dislodgement occurred. Vascular access was obtained via radial artery. The target lesion was located in the left circumflex artery. A 2.5x20mm nc quantum apex balloon catheter was advanced for predilation of the lesion and a 2.5x20mm promus premier¿ stent was advanced but was not able to cross the lesion. The device was removed with the stent undeployed. Predilation was again performed using the same 2.5x20mm nc quantum apex balloon catheter and the 2.5x20mm promus premier¿ stent was again advanced to the lesion but this was unsuccessful. An attempt was done to remove the device however significant resistance was encountered in the left circumflex artery. The physician tried to pull the device into the guide catheter however, the stent was deformed on the proximal end and had resulted in longitudinal deformation. The stent was then dislodged in the patient's arm. The patient was sent for bypass surgery to treat the lesion and the detached stent was then removed during the surgery. No patient complications were reported and the patient¿s status was stable and was recovering from surgery.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis inserted through the guide catheter along with a guidewire. The stent had detached from the balloon and was received in a glass container. An examination of the stent identified that it was severely stretched and flattened. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A review of these specified parameters against the batch records for the crimped unit, highlighted no abnormalities. The bumper tip of the device showed no signs of damage. A visual examination of the balloon revealed that the balloon was tightly wrapped, evenly folded and had not been subjected to positive pressure. Stent crimp marking were clearly visible on the balloon material indicating that the balloon had been crimped in the correct location during manufacturing. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at 2mm distal to the strain relief. This type of damage is consistent with excessive force having been applied to the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur". (B)(4).

Event description:
It was reported that catheter removal difficulty, stent damage and stent dislodgement occurred. Vascular access was obtained via radial artery. The target lesion was located in the left circumflex artery. A 2.5x20mm nc quantum apex balloon catheter was advanced for predilation of the lesion and a 2.5x20mm promus premier stent was advanced but was not able to cross the lesion. The device was removed with the stent undeployed. Predilation was again performed using the same 2.5x20mm nc quantum apex balloon catheter and the 2.5x20mm promus premier stent was again advanced to the lesion but this was unsuccessful. An attempt was done to remove the device however significant resistance was encountered in the left circumflex artery. The physician tried to pull the device into the guide catheter however, the stent was deformed on the proximal end and had resulted in longitudinal deformation. The stent was then dislodged in the patient's arm. The patient was sent for bypass surgery to treat the lesion and the detached stent was then removed during the surgery. No patient complications were reported and the patient's status was stable and was recovering from surgery.